Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), there was a problem with unscrewing an abutment from a dental implant: it was not possible to place the implant during clinical procedure. The implant was removed and replaced on the same day. No adverse patient consequences were reported.